Manufacturer narrative:
(B)(4). A non-covidien service provider inspected the device found that the air water trap of ventilator was not properly fitted. The service provider opened the compressor, cleaned the water traps and pressure solenoid and rectified the problem. No parts were replaced. Ventilator is in working condition and has been returned to use. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator generated an air supply loss alarm. There was no patient involvement.